Event description:
The facility representative reported an infusion pump with failure code 570. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
Evaluation summary: the device was evaluated at the customer's facility in 2006. Fail code 570 could not be confirmed or duplicated. No action was required. This issue is being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.